Manufacturer narrative:
The battery cap was returned but not evaluated during investigation. No alleged complaint made against battery cap or related to the battery cap.

Manufacturer narrative:
(B)(4)-device evaluation: the pump and battery cap have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. The keypad was found to be torn. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts.

Event description:
On (B)(6) 2013, it was reported that the keypad cover was missing above the up arrow button and the up arrow button was responding intermittently. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.